Event description:
It was noted a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) showed no pre-existing pe. After femoral vein access, transseptal puncture (tsp) was performed and a watchman access sheath (was) was advanced into the left atrium (la). A 35mm watchman flx delivery system and closure device (wds) was advanced, deployed in one attempt, and implanted. Post-procedure tee showed no pe. The procedure was concluded. Prior to discharge, a transesophageal echocardiogram (tte) also showed no fluid accumulation. The patient was discharged on warfarin medication. During a follow up visit 35 days post index procedure, tte revealed a pe, and the patient was put under observation. 66 days post index procedure, the patient presented with a fever, and increased pe was confirmed by tte, prompting a contrast computed tomography (CT) scan. Warfarin was discontinued the same day. It was suspected that there was contrast leakage into the pericardium from the contact surface of the closure device. Pericardial drainage was performed where bloody fluid was removed, and the patient was hospitalized for treatment. It was noted the patient is an existing dialysis patient who received dialysis three times a week and was administered heparin anticoagulant during each session. The patient has recovered in good condition and discharged home.